Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Visual inspection also confirmed the damage to the dso seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device downstream occlusion sensor seal, battery door, and motor were all replaced, and the device passed all testing.

Event description:
It was reported that the pump exhibited error code 45986 and a damaged downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.